Event description:
New spacelab anesthesia monitors have pulse oximetry built-in. If a saturation drops, initially the tone changes pitch. However, as the saturation drops further below 85% the audible volume also diminishes to an inaudible level. All the alarms sound the same and with ambient room noise, reporter feels this represents a significant safety hazard. Biomed dept. Cannot cahnge this and simply turning up the volume does not affect the problem.

Event description:
Add'l info rec'd from MFR 6/3/2004: on november 26, 2003, spacelabs medical was notified via medwatch report from the FDA of an alleged product problem. MFR has attempted to identify the account that submitted this report. MFR's dealer for the area is not able to identify any hospital in the town or address listed. No similar reports were identified in a search of complaint system to determine if this was associated with another report. Based on the limited info available, no further eval is indicated. This report will be documented in complaint system. At this time, MFR is unable to confirm this alleged issue and considers investigation closed.